Event description:
Pt reported an alleged "leak" with a lap-band device; location unk. Pt said the device was found to have a "leak" when doctor removed less fluid from the device than notes indicated. Two upper gi (gastrointestinal radiography tests were performed that provided no info regarding a leak. Replacement surgery has not been scheduled at this time. The pt will contact allergan when explant surgery is scheduled or any further info may be obtained. F/u findings: port revision surgery has been scheduled.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number of the device. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."